Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon as per specifications. Some struts on the 4th distal segment were raised and deformed. The 5th to the 9th distal segments were slightly distorted and overlapping. (B)(4). Evaluation: results: (excessive tortuosity), (force applied to the device), (failure to deliver the sent and stent deformation). Conclusion: (excessive tortuosity), (force applied to device).

Event description:
An attempt was made to deploy a 2.5mm diameter x 22mm length integrity rapid exchange (rx) coronary stent in to a pt. It was reported that the target lesion was located in a very tortuous area 120 degree bend in circa and was not pre dilated. No abnormalities were noted during preparation and inspection of the device prior to use. It was reported that resistance was experienced and force was applied to the device which, however, could not cross the lesion. On removal from the body, it was noted that the stent had been damaged. No health hazard was caused to the pt. No other clinical sequelae were reported. The physician commented that tortuosity of the vessel impacted on the reported event. It was reported that the physician decided to not treat the lesion with a stent due to the excessive tortuosity of the vessel.